Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The blood leak occurred approximately one hour after the start of hd treatment. The blood leak was confirmed to be internal, but it was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the dialyzer, and the fibers were wet. The dialyzer was subjected to a bubble point leak test. A leak was detected on the non-cavity ID end, at approximately 230°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. A broken fiber was noted at the same location as the leak site (approximately 230°). The break in the fiber was almost flush with the potting surface on the non-cavity ID end. The opposing end was in close proximity. There was no other damage or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The blood leak occurred approximately one hour after the start of hd treatment. The blood leak was confirmed to be internal, but it was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.